Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation and inflated twice at nominal and rated pressure respectively. However, during the third inflation at rated pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was good.